Manufacturer narrative:
Visual examination of the returned device found the tip broken off. The device was then sent for fracture analysis. The fracture analysis report revealed plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload failure. This suggests the driver underwent a quasi-static torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the driver tip breaking cannot be determined from the sample and the information provided. Per fracture analysis, a probable root cause is a quasi-static torsional shear failure. The driver¿s advanced age (>5 years) may have also contributed. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: spine revision: l3 to l5 plif (non-depuy revision); case associated with (B)(4). During procedure, the tip of expedium screwdriver (product code tba) broke off while inserting pedicle screw. All pieces retrieved from patient. Surgeon used a replacement screwdriver to place the screw which worked fine. No adverse event to patient. Case delayed by 10 minutes due to this issue. However, please note that a separate issue with the pedicle screw and locking nut added another 25 minutes of delay to the procedure ((B)(4)).

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.